Manufacturer narrative:
The complaint device was received and examined under magnification. The black insulation coating is peeled slightly and a portion of it is missing, confirming this complaint. Visual observations also revealed nicks and marks on the shaft around the peeled coating consistent with this device coming in contact with sharp metal instruments that produce heat during procedure. The IFU indicates observing extra caution while operating in close contact with any metal instruments and states failure to adhere to instructions may result in the damage of the electrode/ metal instruments or cause harm to the patient/user. Other than the possibility of this occurrence, we cannot determine a root cause for this failure mode. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of a mitek vapr s90 electrode broke off into the joint space. The fragment was retrieved and the procedure was concluded without further incident or harm to the patient.

Manufacturer narrative:
The complaint device was received and examined under magnification. The black insulation coating is peeled slightly and a portion of it is missing, confirming this complaint. Visual observations also revealed nicks and marks on the shaft around the peeled coating consistent with this device coming in contact with sharp metal instruments that produce heat during procedure. The IFU indicates observing extra caution while operating in close contact with any metal instruments and states failure to adhere to instructions may result in the damage of the electrode/ metal instruments or cause harm to the patient/user. Other than the possibility of this occurrence, we cannot determine a root cause for this failure mode. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
After using the electrode (electrode) for a view (few) minutes, a small piece of the isolation crushed.